Event description:
During injection of a medication the nurse began to compress the plunger to administer the medication and noted that the medication was leaking from around the base of the needle. The nurse attempted to tighten the needle onto the syringe but upon attempting a second time to inject the medication it was noted that medication was still coming out from around the base of the needle. FDA safety report ID# (B)(4).